Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated the issue began within a couple years of implant of the leads. The patient stated their healthcare provider (hcp) was not concerned about the issue. It is reportedly not particularly bothersome, and it only happens when they person the lead behind their ear.

Manufacturer narrative:
Other applicable components are: product ID: 37085-40, serial# (B)(4), product type: extension. Product ID: 37085-40, serial# (B)(4), product type : extension. Product ID: 3387s-40 lot# v750613, product type: lead. Product ID: 3387s-40 lot# v750613, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that periodically the patient rubs their head in a way that causes tingling in their body, and that they would related this to a short circuit. No further complications were reported as a result of this event.